Manufacturer narrative:
Requested part and no part was returned to nobel biocare for eval. No lot number was provided for lot tracking. Requested pt info, date of event, case details and it was not provided to nobel biocare. This is the first report of this type rec'd for the reported part number per complaint tracking. No evidence of a malfunction could be determined based upon info provided to nobel biocare and since no part was returned for eval. This incident was determined to be out of the scope of the general asr reporting parameters. If add'l info becomes available, a follow up report will be provided.